Event description:
A renegade catheter was going to be used for therapeutic purposes. Before the procedure, while removing device from sterile packaging, it was noted that the catheter was fractured. The procedure was completed with another device.